Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a discrepancy where the ilet showed a low blood glucose (bg) while a finger stick measured over 400 mg/dl. The user, who uses dexcom g7, disconnected from the ilet. The highest bg recorded was 605 mg/dl, and levels were out of range for more than 90 minutes. The user self-dosed insulin and was advised to wait three hours and be back in range before resuming ilet therapy. The ilet did provide a high/low alert, but no symptoms, outside assistance, or medical intervention were required.